Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's scs system was explanted due to a hematoma at the lead site and paralysis in both legs. It was also reported, the physician performed a decompression at 7, 8 and 9 to stop the bleeding. Post-op the pt regained movement of the legs.